Event description:
Additional information was received reporting that no further information was available regarding the cause of the impedance issues. The issue is not resolved. After removing and reinserting twice and changing the ins they decided not to take any further actions at this time. This was confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial number: (B)(4), found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Other relevant device(s) are: product ID: 37085-40, serial/lot #: (B)(4), ubd: 12-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high and low impedances on both extensions. Environmental/external/patient factors that may have led or contributed to the issue included that "the extensions had been implanted for a long period of time." No falls or other issues were reported. Pre-operative impedances were stated to have been normal. When the new implantable neurostimulator (ins) was implanted, there was an open on the left. The left was removed and re-inserted. There were then impedance issues, both shorts and opens on the left and right side. Both were removed and re-inserted. Impedance issues remained on the left. It was attempted to fix the issue by realigning the extension, but when impedances were showing on both sides including the one that hadn't yet been removed, it was decided to try a new ins. When this did not fully resolve the issue, they decided to close with the new ins and to monitor the impedance issues. The impedance issue was on an active contact, but therapy impedances were normal. It was stated they would continue to monitor drain on the battery. The issue was not resolved at the time of reporting.